Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the alarm during the prime test. The insuli pump had minor scratches on the display window and a cracked reservoir tube lip. Moisture damage was noted on the electronic assembly and motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that she accidentally wore the insulin pump into a hot tub and fluid was now visible inside the pump. Blood glucose level was not provided. No further information was provided.